Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead dislodged post implant. The lead was successfully repositioned. The patient was in stable condition post surgery.